Event description:
As customer state: "assemble the femur nail in the respective guide, and in the moment to use it with the tissue protection sleeve, it didn't pass over nail adapter. For this reason, we had to use the lateral - medial locking. This guide presents an impairment that does not pass through the guide".

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplement.